Event description:
The facility's biomed technician reported an infusion pump with fail code 12. The hospital rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.